Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported pump continues to alarm downstream occlusion, which was reproduced during evaluation through troubleshooting of the device. A review of the event history log identified downstream occlusion messages. The cause was determined to be an out of adjustment downstream sensor resulting from an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump continued to alarm downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.